Event description:
Wound care rn asked to check pt's smith & nephew nptw's dressing on pt's left medial knee. Foam in wound found to be full of blood clot and new blood was dripping onto floor with no occlusion or leak alarm from npwt wound vac.